Event description:
New information revealed that the lead's programming changes were not made as a result of this event. The lead had been programmed to vvi since implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket stimulation. Review of remote transmissions found no evidence of device notifiers. Noise was detected on the atrial lead, but was determined to be unrelated to the pocket stimulation. The lead was programmed to vvi. The patient will continue to be followed normally.